Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an umbilical hernia. As reported, a ventralex hernia patch mesh, reference number 0010301 and lot number 43cpd429 was implanted to repair the hernia defect. On (B)(6) 2009: the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain.

Event description:
The following was alleged by the patient's attorney: (B)(6)2006: the patient underwent surgery for repair of an umbilical hernia. As reported, a ventralex hernia patch mesh, reference number (B)(4) and lot number 43cpd429 was implanted to repair the hernia defect. (B)(6)2009: the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain. Addendum per additional information: (B)(6)2006 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes,"the hernia sac was removed from the underlying skin. A piece of ventralex hernia patch was placed and tacked." (B)(6)2009 - patient was diagnosed with chronic infected umbilical hernia mesh thereby underwent open repair with partial removal of the mesh. Per operative notes,"hernia mesh was then dissected off the umbilicus and the fascia and removed from the operative field. The fascia was the dissected a bit and adhesions were freed up and sutured." (B)(6)2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of the mesh. Per operative notes,"dissection was carried down to mesh. There was abundant chronic granulation but no purulence. The mesh was removed and a piece of synthetic mesh was placed in the abdomen and sutured." Attorney alleges that the patient had adhesions, infections, hernia recurrence and pain. It is also alleged that fibromyalgia diagnosis caused by mesh related infections.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant and manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about 13 years and 3 months post implant of ventralex mesh, patient was diagnosed with infection, hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. The warning section of an IFU states that, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.